Event description:
A (B)(6) distributor shipped back a defective battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the charger would not power up. The cause of the problem is due to disconnected pins in the charger's power supply connector. The root cause cannot be positively identified. No adverse event resulted from the defective power supply connector.